Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer incorrectly changed the carbohydrate ratio. Tandem technical support guided the customer through adjusting the carbohydrate ratio to be correct. Customer's blood glucose level was not impacted.